Manufacturer narrative:
Unit power up properly after battery installation. Unit received with operating currents within specification. Unit passed self test and displacement test. Unit was monitored for 24 hours and no blank display anomalies noted. The power connector plug in and locked in place properly. The power management tool confirmed the unloaded voltage and loaded voltage was within specification range. No low battery alert, power loss alarm, replace battery alert, replace battery now alarm noted during testing or in the pump trace download. Unit was programmed with test guardian 3 link and test plug simulator. Unit communicated properly and display the calibrate your sensor alarm properly after completion of the warm up. A calibration values was manually enter and unit display the programmed valued properly on the display graph. No sensor anomalies were noted. Unit received with minor scratched display window, case and keypad overlay.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that the insulin pump had blank display. The customer¿s blood glucose this morning was 269 mg/dl. The customer also reported that the insulin pump received low battery alarm and at 5:43 they got power loss alarm, at 6:07 received replace battery now alarm. The customer reported that display was not blank currently. The insulin pump will be returned for analysis.